Event description:
It was reported to the manufacturer that the vns patient has been experiencing idiopathic seizures. It was indicated that the patient has seen efficacy with vns therapy and the seizures were well controlled until recently. The patient went into status epilepticus twice and admitted to the emergency room both times. The patient was treated for the status epilepticus at the emergency room. The relationship between the increase in seizures and vns therapy is unknown at this time. Follow-up with the patient's former neurologist revealed that the patient's device was functioning properly as of 2007. At this last visit with the neurologist, the generator was not at end of service and device diagnostics were within normal limits. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.